Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 117", "defib disabled" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board. Analysis of reports of this type has not identified an increase in trend.